Event description:
It was reported that an externalized conductor was found on the left ventricular lead; during a cine-fluroscopic session taken during a normal follow-up visit. No action taken by the physician.